Manufacturer narrative:
The complaint was confirmed by the service repair technician (srt). The srt replaced the power supply in the bpm unit. With the power supply installed, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during safety testing of the device at the service center, the blood parameter monitor (bpm) failed the high potential (hi-pot) test. There was no pt involvement.